Event description:
The pt reported a big air bubble in her insulin infusion set in the section leading from the tubing to the headset. She stated she had an elevated blood glucose reading this morning of 336 mg/dl with her normal range being 130-155 mg/dl. She said she gave herself a 1.5 unit bolus of insulin through her insulin infusion device and 1 1/2 hours later her blood glucose reading had not decreased. She stated she then gave herself a 2 unit injection of insulin and she is now back within her normal range. During troubleshooting, the pt stated this is the third day she has used this infusion set and the air bubbles have only appeared today. She stated she has had frequent issues with air bubbles over the last year. She stated she is on a new drug that may be affecting her blood pressure and blood glucose and she is working with a healthcare provider to resolve this issue. Add'l training was requested for the pt. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for evaluation.